Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion. Downstream occlusion alarms were verified through a review of the event history log. Troubleshooting the device revealed no software/hardware abnormalities. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a user observed downstream occlusion alarms in the event history log of a spectrum iq pump. There was no patient involvement. No additional information is available.